Manufacturer narrative:
As reported, the optifix straight fixation device deployed broken fasteners. Evaluation of the sample finds for bent guide wire and backup tabs. The reported /found broken fasteners deployed are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note, the date of event is considered to be a best estimate as 30-oct-2023 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a procedure, the optifix straight fixation device deployed broken fasteners. It was reported that the procedure was completed using another device. There was no reported patient injury.